Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013 and suture was used. After the second throw, the needle pulled off the suture. A like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) - representative samples were returned for evaluation. They were visually evaluated. Upon evaluation, the barrel of the needle was cracked.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.